Event description:
Same case as MFR. Report numbers: 3005188751-2010-00095 and 3005188751-2010-00096. Information was received on (B)(6) 2011 indicating an additional st. Jude medical introducer was used during a previously reported procedure. On (B)(6) 2010 the physician notified sjm of a pt death that occurred following an atrial fibrillation ablation procedure. An atrial fibrillation and flutter ablation were performed on (B)(6) 2009. The pt was re admitted to the hospital 23 days post procedure with headaches and seizures. The pt required a decompressive craniotomy. The MRI showed extensive brain damage. No infectious agents were identified. The pt required a tracheostomy for ventilation. On (B)(6) 2009, the pt's condition deteriorated. He became acidotic, requiring hemofiltration. The pt later sustained cardiac arrest and died that day. A coroner's examination revealed the cause of death was disseminated intravascular coagulation secondary to foreign material of unk etiology but related to af ablation procedure. The source of the foreign material is unk.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unk.